Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high all day long. The patient's blood glucose was in the 600 mg/dl range. She experienced sickness, headache, and an upset stomach. She also had a sinus infection which she was treating with medicine prescribed by her doctor. The customer had been treating the high blood glucose with insulin pump boluses. Troubleshooting was initiated to inspect the insulin pump. The drive support cap did not appear to be indented or recessed: the customer stated that the cap felt smooth all the way across. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings were programmed accurately. A high pressure test was not performed. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.